Manufacturer narrative:
Reportedly, the customer would continue to use the pump until replacement pump is received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer¿s blood glucose level was 200 mg/dl and it was addressed with boluses. Multiple attempts were made by tandem¿s technical support to replace the pump; however, the customer was unable to be reached.